Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was completed by our quality engineer team for provided lot number 9204444. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends. Investigation conclusion: based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. With no sample analysis a probable root cause could not be offered.

Event description:
It was reported that the syringe 5ml saline fill china sp experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: the patient was admitted to the hospital on (B)(6) 2020 due to "red pain in the left eye and blurred vision for 3 days". The admission diagnosis was keratitis. After admission, an intravenous indwelling needle was used to treat the patient with intravenous infusion. (B)(6) 2020, after the infusion was completed, the flush was used to seal the patient's venous indwelling needle. It was found that the connection of the flush was damaged and could not be connected and re-operated, so the patient was immediately replaced with another one, filling catheter irrigator, complete the flushing tube sealing operation. Did not cause adverse effects to patients.